Manufacturer narrative:
This device remains implanted in the patient as this is a valve-in-valve procedure. This device is not expected for return. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case is most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Device remains implanted.

Event description:
It was reported that a patient with a 21mm 3300tfx pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of nine (9) years due to severe symptomatic stenosis and exercise intolerance. The tavr was performed successfully with a 23mm 9750tfx transcatheter valve. The patient tolerated the procedure well and was discharged on pod #1.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Updated h4 - manufactured date. Updated d4 - expiration date. Updated h6 - type of investigation by adding code - 3331. H11: corrected data: added h6 clinical code - 4446.

Manufacturer narrative:
H10: additional manufacturer narrative: updated h6 - type of investigation by adding code - 4109. Updated e1 - fax number. Updated g1-2 by adding zip code. H11: corrected data: removed h6-clinical code-1717.